Event description:
Patient contacted dexcom technical support on 06/26/2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. The patient did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). The dexcom continuous glucose monitoring system mentioned is being reported under MFR# 3004753838-2015-17345.